Event description:
It was reported that the right ventricular (rv) lead had high thresholds. It was also reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) prematurely due to high outputs. The lead was capped and replaced and the devicewas explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.